Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd display screen was observed. The ventilator's lcd display screen was replaced to address the issue.